Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report is related to the delivery system used in the case. The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), a 26mm sapien 3 valve was correctly positioned on the balloon and crossed the native annulus. However, the pusher was not withdrawn up to the central marker during inflation. The balloon did not inflate properly and the balloon burst. The valve was not fully expanded and embolized into the left ventricle after a few minutes. The patient was taken to the operation room. The patient¿s native annulus measured 530mm2. The native annulus had no calcification and the native leaflets were mildly calcified.

Manufacturer narrative:
Additional information was received. The patient was taken to the operation room and received a surgical valve. There was difficulty withdrawing the delivery system through the esheath, however, the devices were able to be removed without injury to the patient¿s vessel. At last report the patient was well and had been discharged.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. This report is related to the delivery system used in the case. Please reference related manufacturer report no: 2015691-2018-00721 and 2015691-2018-01500. The delivery system and sheath were returned to edwards lifesciences for evaluation. During visual inspection of the delivery system the following observations were made: there was a tear on the crimp balloon proximal to I/c bond, the balloon wings were inverted, the spring was stretched, there was bunching of the inflation balloon, and flex tip gouges were observed. During visual inspection of the sheath, delamination approximately 3 inches in length from sheath distal tip and distal tip damage were observed. During dimensional analysis, the crimp balloon double wall thickness was found to be within specification. Due to the condition of the returned device (balloon torn) no functional testing was able to be performed. Training materials state to pull back the flex catheter to the triple marker before deployment of the valve. It was reported that the pusher was not withdrawn up to the central marker during inflation. With the flex tip over the crimp balloon during deployment, pressure in that section can be larger than normal during inflation. Additionally, the inflation volume was reported to be 24ml, 1ml more than the nominal volume as stated in the IFU. Over inflation of the balloon and not pulling the flex tip back prior to inflation likely led to the balloon tear. During retrieval of the device, the balloon legs could catch on the sheath distal tip, as seen by the flaring of the inflation balloon legs. Therefore, excessive force may have been needed to withdraw the delivery system. Furthermore, the sheath liner delamination and sheath distal tip damage, could be indicative of excessive force used during withdrawal of the delivery system. Available information suggests that procedural factors (flex tip not pulled back during deployment, over inflation of balloon, withdrawal of torn balloon) likely contributed to the complaint events. Per manufacturing mitigation, during balloon manufacturing, the inflation balloon was 100% inspected for the following: fish eyes, crow¿s feet, deformation, gel spots, contamination, working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness measurements. The crimp balloon component was 100% inspected for the following: balloon double wall thickness, defects and cosmetic appearance, foreign matter, impurity or contamination, fish eyes, gel spots. The crimp balloon to inflation balloon laser bond was 100% inspected for a smooth bond joint with no gaps between components, bubbles in the bond area, and burns. The device underwent 100% final inspection by manufacturing and quality for the following: the entire device was inspected for missing components, incorrect assembly, damage (e.g. Kinks, cuts), and contamination. The inflation and crimp balloons were 100% visually inspected for distorted/pinched folds, wrinkles/waviness, and fold lines. The flex and balloon catheters were 100% leak tested. After balloon catheter leak testing, the inflation balloon was inspected for damage. The delivery system balloon was 100% inspected for the following: the balloon size is inspected before the pleating and folding process; after pleating and folding is completed, the balloon is visually inspected. In addition, product verification (pv) tests were performed using five (5) samples. All samples must pass the following tests pertaining to the complaint events: visual inspection, system retrieval force test, functional testing for de-airing, visual inspection of the inflation/crimp balloon bond, balloon inflation pressure, balloon burst pressure after ten cycle fatigue, and inflation balloon to crimp balloon laser weld tensile strength. These inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the complaint events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for ¿balloon ¿ torn¿ and ¿delivery system ¿ withdrawal difficulty-through sheath¿ are confirmed through visual inspection of the returned devices. However, no manufacturing non-conformance were identified. A review of the relevant DHR, lot history and complaint history revealed that it is unlikely a manufacturing issue contributed to the complaints. A review of manufacturing mitigation supports that the delivery system has proper inspections in place to detect issues related to the complaint events. Available information suggests that procedural factors (flex tip not pulled back before deployment, over inflation of balloon) likely contributed to the ¿balloon ¿ torn¿ event. No labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rate did not exceed the february 2018 control limit for the applicable trend category. Therefore, no corrective or preventative action was required. Due to the high criticality level of the failure mode ¿balloon ¿ torn¿, a pra was previously initiated for assessment of the balloon torn issue and its associated risks per management discretion. Since no product non-conformance was confirmed in the returned complaint sample and the occurrence rate does not exceed the complaint control limit for the applicable trend category, no further escalation is required at this time. Available information suggests that procedural factors (withdrawal of torn balloon) likely contributed to the ¿delivery system ¿ withdrawal difficulty-through sheath¿ event. No labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rate did not exceed the february 2018 control limits for the applicable trend category. Therefore, neither a pra nor corrective or preventative action was required.